Event description:
A (B)(6) male pt contacted zoll customer support to report that he was receiving check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon eval, there was an open pulse wire in the distribution node (dn) to front te cable, in the cable portion connecting the dn and ECG electrode b. The cause of the check therapy pad messages is the open pulse wire. The root cause of the open wire could not be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the open wire. The pt rec'd a replacement electrode belt.